Manufacturer narrative:
Out of specification left arterial pressure (lap) readings can be indicative of a faulty piston cylinder assembly (pca). During investigation testing, a known functioning pca was installed and the driver was retested. With the new pca installed, the driver passed all functional test steps. The driver also displayed cardiac output value which was outside the acceptable limits. Increased cardiac output (co) can be caused by a faulty air flow sensor cable. During investigation testing, a known functioning airflow sensor cable was installed and the driver was retested. With the new cable installed, the cardiac output value was within acceptable limits. The root cause of the reported issue that the freedom driver did not maintain the proper normotensive pressure values, low lap, was determined to be a malfunction of the piston cylinder assembly. The root cause of the cardiac output issue was determined to be a malfunction of the airflow sensor cable. Syncardia has a corrective and preventative action (CAPA) for the issue of freedom driver out-of-specification left arterial pressure (lap). Syncardia has completed its investigation and is closing this file. (B)(4). Follow-up report 1.

Manufacturer narrative:
The freedom driver will be evaluated by syncardia. The results will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the freedom driver did not maintain the proper normotensive pressure values on the patient simulator.